Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a weak signal. It was explained that the pump communication had been re-established. Customer's blood glucose level was 404 mg/dl, which the customer treated for. Customer has been on a rollercoaster with her blood glucose levels since she and her health care provider are at a difference with what her settings should be. No additional information provided.